Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) unit had a system failure alarm.

Event description:
It was reported during a routine check performed by customer, the cs100 intra-aortic balloon pump (iabp) unit had a system failure alarm. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. During visit, the fse reset all connections of the main board and solenoid driver board. But noticed that the error persisted. However, the fse later stated that the parts were ordered for crosschecking, but, after two days the visit, the customer informed that the unit was working ok. Also, the fse stated that there was no need for any spares and until date the unit was working ok. The fse also confirmed that the unit passed all functional and safety checks to meet factory specifications and the unit was returned to the customer and cleared for clinical use